Event description:
It was reported that the detector has error message license expired. The device was not in clinical use and there was no patient or user harm.

Manufacturer narrative:
Reference ID: (B)(4). The easydiagnost system is a nearby controlled fluoroscopy system which includes a user interface at the stand with a control handle knob for moving the user interface. As an option, a portable digital flat panel detector (model "wpd") can be used for image capture. Philips received a complaint on the easydiagnost indicating that the detector has error message license expired. The device was not in clinical use and there was no harm to patient or user. The field service engineer (fse) performed an analysis and confirmed that the detector had been dropped and was no longer functional. The drop sensor in the detector was checked and found to be tripped. As requested by the national support specialist (nss), the fse replaced the wireless portable detector battery; however, the system still failed to connect to the detector. Error logs were reviewed with nss and further attempts to connect the detector without the battery were also unsuccessful. Since the detector could not be connected to the system despite troubleshooting, nss ordered a replacement detector. In the follow-up service max case, the replacement detector was installed and successfully connected to the system. Gain and pixel calibration were performed, and the detector passed all calibrations. A test patient study was conducted with the new detector, which produced normal images. The system was subsequently returned to clinical use. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).